Event description:
The deep brain stimulator shutting off. It was reported that the hcp was unable determine the cause of the problem. Please see MFR. Report#: 3004209178200806939. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.